Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found there was reference electrode drift. He replaced the sample probe, adjusted the sipper probe, adjusted the rinse volumes for the rinse mechanism, decontaminated the ise system, and replaced the reagents. He ran ise checks, calibration, and precision that passed. The customer ran qc that passed. The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and questionable sodium results for qc material and patient samples from the cobas 6000 c 501 analyzer. The samples were repeated on another cobas c 501 module. Patient 1 initial result was 126 mmol/l and the repeat result was 139 mmol/l. Patient 2 initial result was 126 mmol/l and the repeat result was 140 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.